Event description:
This rv lead was implanted on (B)(6) 2009. A call to technical services on (B)(6) 2012 states that on interrogation the rv measured less than 3mv, which is not new. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).